Manufacturer narrative:
Initial reporter also sent report to FDA is unknown. No information has been provided to date. The actual device was not received; therefore, visual and functional testing could not be performed. However, review of the manufacturing and operation processes were performed. No discrepancies were noted. Additionally, visual inspection and functional testing were performed on production floor inventory samples. No discrepancies or leaks were detected. No anomalies were found that could affect the product functionality. No root cause could be determine since the complaint could not be confirmed since no samples or pictures were received for evaluation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during infusion, discoloration of the skin was noted. Upon removal of infusion needle, medication was noted as dripping. Patient event was resolved. No medical or surgical intervention was required. No further information was provided.